Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that five days following an intraocular lens (iol) implant procedure, a patient experienced a blood shot eye, pain and headache. There was mixed conjunctival congestion; cornea was transparent; anterior chamber depth was normal; aqueous flare(++); exudate in the anterior chamber; membranous effusion in the pupil. The event required unplanned medical intervention. There was no culture performed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).